Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of abscess is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: patient's concern with the product. Clarification: documentation was received on 26/feb/2020 noting that on (B)(6) 2016, 39 days post implant surgery, a "small suture abscess at the end of the right breast incision" was noted to be present. Concomitant medical products: all medication/therapies are related to the patient's breast cancer: anastrozole, exemestane 25 mg, flourouracil 5% cream, endocrine therapy.

Event description:
Healthcare professional reported exchange from textured to smooth breast implant due to the patient¿s concern with the product. Patient representative provided documentation noting that 39 days post implant surgery a "small suture abscess at the end of the right breast incision" was found. Additionally, the following events have been deemed not related to the device: patient "recently lifted a large water package and after that patient called to report a very tender area along the incision line on the right side,¿ ¿right axillary lump and soreness,¿ and ¿right axilla with palpable cording, minimally tender.¿ affected side is right. The device has been explanted.